Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when he insert the sensor he noticed that there was no needle on the sensor. The customer's blood glucose level was 144 mg/dl at the time of incident. The product will be return for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened or used.